Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd plastipak¿ concentric luer lock syringe was found leaking as "the patient was undergoing a plastics procedure & had a propofol IV infusion being administered via a syringe driver pump. During the procedure the patient experienced awareness & sat up. The anaesthetist gave a bolus of propofol + sevoflurane to the patient. The clinician then noticed fluid on the floor. On observing the syringe the clinician noted propofol was tracking back along the syringe barrel & behind the syringe plunger onto the floor." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one used sample unit was received for evaluation by our quality engineer. Upon visual inspection of the sample, leakage was observed between the ribs of the stopper. The sample was disassembled and damages were observed to the barrel from the edge to the 20ml scale marking. The damage to the barrel caused the leakage; as the plunger moved the stopper over the damaged barrel point. No damages or molding defects were observed to the stopper or the plunger. Ten retained samples of the same lot number were obtained from the manufacturing facility. Upon review of the retained samples, no signs of leakage or related damages were observed. A device history record review of lot 1709265 did not reveal any anomalies or quality issues during the production of the provided lot number that could have contributed to the observed defect. Within the manufacturing area, protection is applied to all areas in which the product may make contact with the machinery to avoid product damage. Since no damage has been found in retained samples it can be confirmed it is an isolated event and no formal CAPA is required at this time.

Event description:
It was reported that during use a bd plastipak¿ concentric luer lock syringe was found leaking as "the patient was undergoing a plastics procedure & had a propophol IV infusion being administered via a syringe driver pump. During the procedure the patient experienced awareness & sat up. The anaesthetist gave a bolus of propophol + sevoflurane to the patient . The clinician then noticed fluid on the floor. On observing the syringe the clinician noted propophol was tracking back along the syringe barrel & behind the syringe plunger onto the floor." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
"It was reported that during use a bd plastipak¿ concentric luer lock syringe was found leaking as ""the patient was undergoing a plastics procedure & had a propophol IV infusion being administered via a syringe driver pump. During the procedure the patient experienced awareness & sat up. The anaesthetist gave a bolus of propophol + sevoflurane to the patient . The clinician then noticed fluid on the floor. On observing the syringe the clinician noted propophol was tracking back along the syringe barrel & behind the syringe plunger onto the floor."" There was no report of exposure, injury or medical intervention needed."